Event description:
Orthodontist reported that a piece of enamel down-to-dentin was removed from patient's upper right second bicuspid tooth (tooth #4) when orthodontic bracket debonded while pt was brushing their teeth. Pt bumped the bracket with their toothbrush while brushing their teeth. Pt's tooth will be repaired with composite.